Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, and alleged an inaccurate high result. The reporter did not provide any blood glucose values. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.